Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of wla5b pyxis requires maintenance on drawers 2.1 and 2.2; frequent failure on both drawers given the reason: device not detected on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that replaced retractor band and pmc board on main hh drawer 2.1. During dchu visual inspection: pn: 353844-01: (a): was received with copper strands in contact with adjacent copper strands. (B): was received with no signs of physical damage. Pn: 151622-01 (sn: (B)(6): the parts received showed no signs of physical damage, fluid ingress, loose or missing components. Pn: 151630-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: pn: 353844-01: (a): the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. (B): passed successfully the dmm and hta testing. Pn: 151622-01: sn: (B)(6): failed the dmm testing due to low resistance measured between tp502 and tp505 sn: (B)(6): passed the dmm and hta testing. Pn: 151630-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of wla5b pyxis requires maintenance on drawers 2.1 and 2.2; frequent failure on both drawers given the reason: "device not detected on bus) was due to: crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode d501 on the drawer controller board (pn: 151622-01) which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 failed to detect on bus and required maintenance, which located on wla5b. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that the adjacent copper stands continuity crossed which led to thermal damage and the diode d501 of drawer controller board was shorted. There were no adverse events or injuries reported based on this event.